Manufacturer narrative:
The product was not received for investigation at stryker endoscopy because it was evaluated at stryker bejing. The reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The technical service report is attached (see communication log), and indicates: - symptom - light source start up failure. Diagnosis & service performed: replace bulb module. The reported event involving this failure and product could have been caused by: - malfunctioning control board - malfunctioning display board - improper assembly - fans not running use error.

Event description:
It was reported that the product lost image. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product lost image. The procedure was completed successfully.